Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset, which appeared consistent with an electrostatic discharge (esd) event. Review of the submitted log files also confirmed internal left ventricular assist device (lvad) fault alarms that appeared to be associated with the esd event; however, a specific cause for the lvad fault could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of nausea, lethargy, and palpitations could not be conclusively established. Review of the submitted log files confirmed a pump reset on (B)(6) 2025 that was consistent with a suspected esd event. As the pump reset, the lvad internal fault alarm activated due to an lvad communication issue. The low-speed limit was subsequently reset to a default setting of 5000 revolutions per minute (rpm), and the pump continued operation at 5000 rpm. The lvad communication issue/lvad internal fault alarm resolved with a power cycle of the pump. There were no other notable alarms or findings in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. Although a specific cause for the report of pi fluctuations could not be conclusively determined, the heartmate 3 lvas instructions for use (IFU) provides an explanation of all pump parameters, including pi. The IFU explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ explains that strong static discharges should be avoided, and high levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Section 1 of the IFU provides an explanation of all pump parameters, including pulsatility index (pi). Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The patient handbook also instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient reported to the clinic with low pump speeds of 5000 rpms, with a set speed of 5400 rpms. The speed remained at 5000 rpms with an lvad fault on the monitor. The patient reported feeling lethargic and nauseous. Log files were submitted for review and the event log file displayed transient com b fault/com a fault/ controller fault low pump current alarms on 17jan2025 at 08:42, including high current left ventricular assist device (lvad) fault flags on (B)(6) 2025 at 08:42. The events appeared to be caused by electrostatic discharge (esd), which was confirmed by the patient and attributed to changing their bedsheets while on mobile power unit (mpu) power. The pump restarted promptly as designed and functioned as intended during the events. The event log also captured lvad internal fault alarms associated with electrically erasable programmable read-only memory (eeprom) communication error events on 17jan2025 from 08:42 through 12:34. It was recommended that the patient perform an lvad reset to resolve the lvad internal fault alarms. The customer performed an lvad reset by disconnecting and reconnecting the driveline, which resolved all alarms. After the lvad reset the patient's pump speed immediately returned to the set speed. A few minutes after, their pulsatility index (pi) fluctuated up to between 10-11, and the returned back to normal. The patient reported feeling some palpitations while their pi was elevated, which stopped after the pi returned to normal. Additional log files were submitted for review after the lvad reset and confirmed that the reset cleared the previous alarms, and the only alarms captured in this event log file were low flows, driveline disconnect, and lvad off alarms all attributed to the system controller reset. No other unusual alarms were seen in these log files.